Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Use error may have potentially contributed to the customers issue as the sample was laid down on its side before testing and particulate matter may have been present. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated troponin result for one patient on the architect i1000sr analyzer. The following data was provided sid 384261: initial 0.22 ng/ml, repeated on a new sample 0.687 ng/ml, a third sample resulted as 0.005 ng/ml. The first and second sample were retested as 0.012 and 0.010 respectively. There was no impact to patient management.